Event description:
The customer reported that the left monitor was black causing a loss of live image. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The workstation cable was reinstalled. The system was then found to be operating as intended.